Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported surgical knife tip detachment issue could not be determined, however, it is likely that cause of the issue due to one or more of the following: 1. Due to the factor described below, spark discharge between the tissue and the electrode occurred during output activation. The high-frequency output was set too high. The electrosurgical unit was used in the coagulation mode. The output activation time was too long. 2. High heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. 3. A force while performing tissue incision was applied to the tip. Due to the description stated in 1, the adhesive strength was decreased causing the tip detachment. The event may be detected/prevented by following the instructions for use which state: this instruction manual contains the following information. (Drawing no. Gk6202 revision no.19) -depending on the conditions of use, such as when the high frequency cautery power supply is used in coagulation mode, when the output setting is high, when the current is applied for a long time, or when the contact length between the tissue and the incision knife is short, chipping or falling off of the tip and electrode, and deformation or breakage of the incision knife may occur. Always check for abnormalities at the tip during use. If chipping or falling off of the tip and electrode, or breakage of the incision knife is found, immediately stop using the knife and use a spare high frequency knife. Using a defective high frequency knife may lead to perforation, heavy bleeding, etc. In addition, use a grasping forceps or similar to retrieve any fallen tips, electrodes, or incision knives. When the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. Please aspirate any liquids such as mucus adhering to the electrodes, incision knife, tube, or tissues in the body cavity. If electricity is applied without aspirating liquids such as mucus, it may lead to perforation, heavy bleeding, mucosal damage, or burns to tissues that are not the target of incision. In addition, if electricity is applied when the electrodes and incision knife are floating above the tissue to be incised without aspirating liquids such as mucus, discharge is more likely to occur, which may result in chipping or falling off of the tip, or deformation or breakage of the incision knife. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. -do not set the output of the high-frequency cautery power supply too high or too low. Also, do not make the current application time too long or too short. Excessive or insufficient current application may lead to perforation, heavy bleeding, mucosal damage, or burns to tissues not targeted for incision. Set the output and current application time appropriately according to the condition of the tissue to be incised. Also, if a high-voltage waveform is used, there is a high possibility that the tip will chip or fall off, or the incision knife will deform or break. Use high-voltage waveforms only when necessary. The voltage strength of each waveform of the high frequency cauterization power supply is as follows: incision wave/soft coagulation wave < mixed wave < coagulation wave*1 (apc mode, etc.) 1 spray coagulation wave cannot be used with this product. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. Electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical knife tip fell off during a upper gastrointestinal procedure esd (electrostatic discharge). The physician elected not to retrieve the fallen piece and completed the procedure with a similar device. There was no report of patient harm.